Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection was performed. A review of the device history record (DHR) is currently in process. Results: there are no testing results available as the investigation and evaluation are currently in progress. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 400ml. Flow rate: 5ml/hr. Procedure: total shoulder replacement. Cathplace: interscalene block. Infusion started on (B)(6) 2015 in the pm. It was reported that a bolus device was not functioning. A nurse reported that the pump was initially functioning; however, that night the bolus device would not refill. The pump was able to deliver 5ml/hr without a bolus. The bottom was not stuck and orange indicator was not refilled. It was reported that there was no patient injury. Additional information was received on 07/10/2015. The problem was noticed on (B)(6) 2015. The pump infusion was discontinued. A new pump was provided to the patient and no further issue occurred. The patient was reported as doing fine. The device is available for return.

Manufacturer narrative:
Method: the actual device was received and a visual and microscopic inspection was performed. The infusion was verified and photographic images were taken. Results: upon visual observation it was found that the bolus indicator was received in the bottom position with the button in the upward position. Infusion was immediately observed when opening the pinch clamp. The bolus button was not refilling and the button remained in the downward position. The bolus button was examined and it was observed that the tip of the prime key (red pca key) was broken and remained under the lever arm. Once removed the reservoir began to fill. Conclusion: the investigation summary concludes that the bolus button did not refill due to a broken tip of the red pca key in the lever arm. The assignable cause of this incident is attributed to a piece of the prime key remaining under the lever arm within the pca unit therefore, preventing the pca reservoir to refill. Review of the DHR identified no issues observed during the manufacturing process which would have contributed to the incident observed. The instructions for use (IFU) specifies, "remove the ondemand* device red tab by pulling straight out. It is important to remove red tab completely and ensure it does not break. The ondemand bolus device will begin to fill. In addition to a "warning: do not pull the red tab upwards as breakage could occur. ¿ the technical bulletin (ondemand* bolus device red tab removal) was sent with the closure letter to the customer to assist with reinforcement of proper red tab removal. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.